Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced feeling weaker, less energy, shortness of breath, and lower extremity edema. T-wave oversensing (twos) was noted on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.